Manufacturer narrative:
Device received with detached end cap noted. Unable to verify motor error or unexpected battery power loss due to detached end cap. The motor was tested outside the device and passed. Device passed self test no frozen screen noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen screen. Customer's blood glucose value was unknown at the time of the incident. Customer stated that it was making a low humming noise, even without a battery in it. Customer stated that it will start counting and then shut off. Customer stated that insulin pump received motor errors in the past but, was not getting that alarm now. Customer stated that it only goes up to the number 3 and then was shutting off. Customer also found that they were able to rewind and prime the insulin pump from the motor error, and it will not let her did anything as it was frozen on the number 3 and keeps turning off. Customer stated the drive support cap appear was normal. The device will be return for analysis.